Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Returned sample evaluation: photo received confirm the defect reported by customer. No unused return sample was received for evaluation. Related event conclusion: based on the manufacturing process review, interviews to the personnel of the line and the expertise of the triage team, the most probable cause of the problem was identified using 5 why¿s tool: method ¿ pick and place vacuum nips not standardized based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional quantity of wafers from current market unit as reported by the end user. The end user reported that in several moldable wafers, the starter hole was off-centered. She had been using them but had decreased wear time due to mass not being evenly distributed inside the flange area. Her normal wear time was 3-4 days, which had decreased to 2 days with off-centered wafers. There was no harm reported. Photographs depicting the issue were received from the end user.